Event description:
Event description guidant received information that this left ventricular (lv) lead was an attempted implant due to complications during the implant procedure. The physician gained access to the coronary sinus using a competitor's delivery system, during attempted placement of the lv lead, lead patient's blood pressure dropped for unknown reasons. CPR was performed and the patient's heart rate recovered. The procedure was then aborted. The patient later expired while hospitalized in the critical care unit.